Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. One opened/used enlite sensor was tested and it passed the continuity resistance test, per specifications. A bicarbonate test was also performed and the sensor passed with accurate readings. The adhesive anomaly was not confirmed as the sensor was returned used and opened.

Event description:
Customer mother reported via phone call, the sensor was giving inaccurate reading and it triggered the threshold suspend feature on the insulin pump when customer's blood glucose was not low. Customer's mother provided gave an example of the issues. She stated customer's blood glucose would be 130 mg/dl and sensor reading would be 130 mg/dl. Customer's mother was requesting assistance with inserting a new sensor when she mentioned the issues. Customer also mentioned that sometimes the customer blood glucose was low and the insulin pump would not trigger the threshold suspend. A sensor was returned for analysis.